Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose level was 500 mg/dl and the sensor glucose level was 40 mg/dl at the time of the incident. The customer reported high blood glucose level. The customer had not symptoms except not feeling good. The customers current blood glucose level was 260 mg/dl. The customer did troubleshoot the issues. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.